Event description:
The complainant had a impella cp pump placed to support a patient admitted in acute myocardial infarction and cardiogenic shock. The pump was poorly positioned in the left ventricle. The pump was persistently in the mitral and not in the cavity of the left ventricle appropriately. The site of access also developed a hematoma. The team gave blood products and fresh frozen plasma. The pump was then prematurely explanted and escalated to the 5.5 pump after just 17 hours of support. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿